Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels. She stopped using the insulin pump and reverted to a backup plan. The insulin pump did not alarm that her blood glucose was elevated. Customer's blood glucose level ranged from 200 mg/dl to 500 mg/dl. She was feeling a little nauseas. The device was not returned.